Event description:
401 dialysate bag lot # 25ng06023. When breaking dialysate bags at the bag spike connection, the inner plastic connection piece falls out after breaking. This causes dialysate to flow out due to lost connection between the bag and tubing. This happened in twice this shift with the lot number provided and once previous shift with unknown lot number.